Manufacturer narrative:
Additional manufacturing date: december 31, 2008. A device history review was conducted. The report indicates that orchid unique manufactured the 2.5mm drill bit qc, p/n 310.25, and lot number us98817 on po #962235 for (B)(4) parts that were delivered on december 19, 2008, and on po #971457 for 3 batches of parts ((B)(4)) that were december 19, 2008 and for 1 batch of parts ((B)(4) pieces) delivered on december 24, 2008. Initially, the five groups of parts conformed to the supplier¿s certificate of conformance, dated december 19, 2008, and synthes final inspection sheet #389in477, revision ¿e¿. The parts were released to the warehouse on december 30, 2008 ((B)(4)pieces) and on december 31, 2008 ((B)(4)). There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The 2.5mm drill bit qc was made to the synthes drawing p/n 310.25, revision ¿j¿, released on march 11, 2004. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.5mm drill bit broke when the surgeon was implanting the screws. All parts were retrieved and removed from patient. There was no harm to the patient and no delay to surgery. This is report number 1 of 1 for (B)(4).